Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be replicated. The representative reloaded the software and the system performed within specification. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the uninterruptible power supply (ups) on the imaging system turned off twice. There was no patient present when this issue was identified.